Event description:
It was reported that during a gynecological procedure, the motor drive unit seemed to be rotating slower than normal when the disposable was used. The case was successfully completed with no pt consequence.

Manufacturer narrative:
Conclusion: the actual motor drive unit involved in this event was returned for evaluation. Upon visual and functional evaluation, it was found that the motor coupler was visibly mis-aligned with cpc connector.